Manufacturer narrative:
Known risk of the device. No device malfunction. Treatment parameters were in line with the typical range. This is an additional, follow-up complaint we received from the patient which provided us with further details (via the company website on june 06,2023) and enabled us to investigate this case. Since this complaint was received directly from the patient, post treatment data is not available.

Event description:
Patient reported gait disturbance following essential tremor treatment. The patient first complained via facebook on february 02, 2021. We recieved an additional complaint recently through our company website on june 06,2023.

Manufacturer narrative:
Based on the available information, the company does not have enough details to investigate. The complainant received a post back that she should contact her treating physician or contact insightec formal website. No further information was received regarding this case so far.

Event description:
In the company (B)(6) page, patient mentioned that after the procedure she is falling a lot (gait disturbances).